Manufacturer narrative:
The insulin pump had a button error alarm and no act, up and down button response due to corroded keypad traces during testing. It was unable to verify for operating currents including low battery, off no power alarm and due to no act, up and down button response. Keypad traces were clean and selected main menu and the pump download properly using care link. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the buttons were hard to press and had intermittent response. The customer also reported that the battery was not lasting very long. The customer's blood glucose was unknown at the time of incident. The customer stated did not performed excessive button pressing, backlight was not used frequently, does not do daily set rewinds and there have not been unattended alarms. The customer stated that they were using the recommended battery. The customer was advised to clean the battery cap with a dry cotton swab. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.